Event description:
Bard latex-free 200ml urine meter with bag and bard ez-lok sampling port, ref#153202, and lot number unknown had to be changed by rn twice in twenty-four hours because the plastic piece that dumps urine from the tubing into the urometer kept breaking. This causes urine to go directly into the drainage bag without first flowing into the urometer. Urine outputs then becomes inaccurate for the hour. After talking with other rn's, we discovered that this had been happening frequently with other patients, requiring that they also have a foley system change. Biomed opened new bard urine meter with lot number ngsk0339 and discovered the same issue. The bent plastic piece had gone into the meter twice, and it fell off of the drain tube easily as if it was not glued on at all.====================== manufacturer response for urine meter, (brand not provided)======================left a voicemail, but have not heard back yet.